Event description:
It was reported that one day post implant, the left ventricular capture threshold had increased to over 7.5 v at 1.5 ms. An x-ray showed dislodgement. The lead was replaced.

Manufacturer narrative:
Na